Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.